Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from australia of peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal pd4 solution sysii with 2.5% glucose) and extraneal viaflex therapies for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. Treatment was not reported. Outcome was unknown. On an unreported date, dianeal and extraneal were discontinued and the patient was switched to hemodialysis. The nurse did not provide an assessment of causality.